Manufacturer narrative:
The device remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies each device states: "pelvisoft biomesh should be stored at room temperature. Store unopened grafts at 2 degree c - 38 degree c (36-100 degree f), and away from direct heat source. The expiration date for the pelvisoft biomesh is recorded on the shipping sleeve and the inner pouch label. The dispensing service or end user must maintain the tissue under appropriate storage conditions. Do not use the tissue past the date of expiration indicated on the shipping sleeve. Each implant has been sterilized by gamma irradiation and should not be resterilized, nor exposed to ethylene oxide or steam. Pelvisoft biomesh is for single-patient use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed pelvisoft biomesh should not be used. Pelvisoft biomesh should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted. When handling pelvisoft biomesh use sterile gloves or sterile, non-toothed forceps to remove the tissue from the dish." (B)(4).

Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt experienced significant mental and physical pain and suffering, has sustained permanent injury and permanent and substantial deformity, and has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
Per additional information received, the explant date has been removed, avaulta plus anterior support system, avaulta plus posterior support system and align urethral support system have all been moved from concomitant therapy to relevant history.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/report was unable or unwilling to provide any further patient, product or procedural details to bard.

Event description:
Per additional information received, the patient has experienced dysuria, urinary frequency, urgency, bloody discharge and foul odor, delayed wound healing, rectal and vaginal bleeding, partial mesh resection and mucosal oversew on (B)(6) 2008, recurrent urinary tract infections, incomplete emptying, bladder prolapse, scar tissue, mesh exposure within office resection (B)(6) 2008, in office mesh trimming (B)(6) 2009, vaginal prolapse syndrome, vaginal drainage, resection of the right upper and right lower proximal graft arms as well as resection of mesh on (B)(6) 2009, resection of left proximal arm of the mesh with lysis of adhesions in the perivesicular space on (B)(6) 2009, pudendal nerve injection for clitoral pain, fecal incontinence, severe pain on the left pelvic sidewall, rectal prolapse, marshall-marchetti krantz procedure, laparotomy, proctoscopy, cystoscopy on (B)(6) 2010, visible sutures, mesh erosion and suture granulomas, removal of device on (B)(6) 2010, significant postoperative bleeding which required several additional sutures, pyuria, granulation tissue treated with silver nitrate on (B)(6) 2011, hematuria, muscular disruption in the internal and external anal sphincter, decreased rectal sphincter tone, small cyst on kidney, alternating constipation and diarrhea, and interstim placement.